Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels rose to 20 mmol/l (360 mg/dl) while wearing the pod. The patient was treated with insulin utilizing intravenous therapy and the pod was removed and discarded at the hospital. The patient was discharged from the hospital after approximately four days.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.